Event description:
It was reported that the patient received two episodes of noise with no therapies. The lead was capped and only a portion of the lead was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.